Event description:
It was reported to (B)(4) medical that the vela ventilator values are far apart. Unable to calibrate the ex flow xdcr (transducer). As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4) medical file identification: (B)(4). H10 - vyaire field service went onsite confirmed vte (exhaled tidal volume) is incorrect. The device inspected flow sensor cap and o ring were missing. As a resolution, cap and o rings were replaced and the ventilator is working properly via vela ovp (operation verification procedure). The device was handed back to staff to be placed back in service.